Event description:
A female patient (age unknown) underwent a therapeutic ercp procedure for placement of a metal biliary stent. The wallstent biliary endoprosthesis was partially deployed in the cbd. The push rod of the delivery system snapped outside of the patient as the nurse was attempting to complete the deployment. The catheter was inside the patient. Once the catheter separated from the delivery system, the deployment could not no completed. The stent was deployed approx 1/3rd. The catheter and the stent were removed without issue. There has been no report of the patient sustaining any injury or ill effect as a result of the issue. The patient was sent to the radiology depatment as a precaution to rule out perforation. There is no further information regarding this event.